Manufacturer narrative:
H11: further information was received the device was being tested at the time of the event reported. No harm or injury has been indicated or alleged. The international service engineer was dispatched to the site and confirmed error code 110a-pressure error autozero failure. The international service engineer data acquisition to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Following the repair, the device was placed back into service. H10: information was received indicating the device alarm condition issue was discovered during testing with no delay in therapy. Based on this information, it has been concluded that this is not a reportable event.

Manufacturer narrative:
Further information was received that the device was not in use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The international service engineer was dispatched to the site and confirmed error code 110a-pressure error autozero failure. The international service engineer data acquisition to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Following the repair, the device was placed back into service.

Manufacturer narrative:
Report date: 30sep2021. (B)(6).

Event description:
It was reported to philips by a customer that the unit had alarm error. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported.